Event description:
It was reported that after the versacore guide wire and the 6f sheath were inserted, the omnilink elite balloon expandable stent system was inserted into the sheath. Almost immediately, significant friction was felt while advancing the stent through the sheath. There was no resistance advancing the stent system through the artery, but when the omnilink elite device was close to the lesion in the common iliac, the stent was viewed under xray and it was clear that the stent had moved back slightly on the balloon. The device and sheath were removed together from the anatomy. Another sheath and omnilink elite stent system were used with no further problems. There was no significant clinical delay in the procedure due to the device issue. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.